Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, moderately calcified right common femoral artery the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, a suture break occurred. Manual compression and a non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.